Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The drive support disk was inspected and no anomaly was noted. However, a partially detached end cap was noted. The insulin pump had no button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that he was experiencing high blood glucose and the insulin pump was hit by the door while he was getting out of the car. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.